Event description:
The distributor contacted animas on (B)(6) 2015 alleging a power (intermittent power) issue. There was no reportable adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed records from (B)(6) 2015. Power on reset events were observed in the black box records. On examination, the battery compartment threads were noted to be damaged and the battery compartment was cracked below the grip pad. On investigation, the battery cap returned with the pump for investigation was intact without damage, found to be within the required specifications by measurement and secured to the pump properly when placed. The pump was exercised for 24 hours without restarting, loss of power or call service alarms occurring. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display was noted to be dim and discolored.